Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure withdrawal difficulties occurred. The 90% stenosed target lesion was in the proximal 1st diagonal (1st diag) artery. The lesion was predilated with a 2.00mm x 12mm maverick balloon catheter to 14 atmospheres (atms). A 2.25x12mm taxus liberte drug eluting stent was advanced and deployed at 16 atms to treat the target lesion. After deflation, the physician initially encountered difficulties removing the balloon from the stent. The physician then advanced the stent delivery system, retracted the guide catheter and was able to remove the balloon from the stent. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device analysis: a unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing records shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause of the reported complaint is unknown. Product unavailable for analysis.